Event description:
Information was received from a consumer, and a healthcare professional via manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that there was a loss of therapeutic effect and symptoms included leakage and pain close to the rectum. It was noted that the patient also started developing cellulitis on (B)(6) 2014. It was reported that the patient could tolerate the pain and had always ¿felt something there¿ but she had been noticing it more in the last three weeks because of the cellulitis as the patient was instructed to stay off of her feet. It was noted that ¿about two days ago¿ the patient had increased leakage and the night prior to the report she increased stimulation to 4.9. The reporter stated that she was previously very happy with the way things were going and there was about a 90 percent improvement of leakage. The patient had the implant on (B)(6) 2014 and the doctor told her on (B)(6) 2014 she could go back to her regular activities, but the patient developed a cellulitis starting that day. It was reported that a couple of days ago the patient started to feel leakage, like when she got up from sitting she could feel a leak, and she was just using a slim pad for the day because at night she didn¿t really leak. When the patient was at the hospital for the implant she was set at 2.5 but yesterday she increased stimulation to 3.5. The patient wanted to know if leakage was something she should expect and she had now gone up to 4.9 hoping that the leakage would get better. It was noted that the patient was concerned because she had some pain and the ¿vibration¿ was close to her rectum and was a little painful. It was reported that she could feel it a little every once in a while when it was implanted but now it was there all the time and on movement there was a little more. It was noted that the patient could ¿tolerate it.¿ it was reported that when the patient went from 2.5 to 3.5 it was ok but she could feel some pain in that area. The reporter stated that the patient had to be in a wheelchair and wasn¿t sure if her movements into the chair were causing it. The patient wasn¿t sure if symptoms had gotten better since increasing stimulation, but she felt like it was going ok. Additional information was reported on (B)(6) 2017. Patient indicated that they have continued to have the same issues, and that their ins therapy wasn't helping at all. Also, their leaking had gotten heavier and heavier. Patient stated that they no longer increased stimulation as it had gotten too high and it was felt in their colon. Additional information was received on (B)(6) 2017. It was reported that the patient did not know what led to the loss of therapy. It was noted that for the first ¿month or two months,¿ the leakage became a lot less than it had been, but slowly began to get heavier. It was also reported that the pressure they felt was never really like it was at the beginning; it used to be in the vagina area, mostly to the front, but ever since it started to feel uncomfortable, it was in the rectum area. It was noted that the first time they met with the manufacturer representative, they showed them ¿more or less where the wire came down to¿ and checked it and ¿put a certain number there.¿ the patient stated that they never could get it higher than that because they felt uncomfortable and had ¿that uncomfortable feeling there,¿ so they just let it go. They mentioned that even though they were having heavier leakage, they weren¿t having as many infections as they were in the past. It was noted that the last time they met with the manufacturer representative, ¿about a month or so ago,¿ they stated that there were other things that could be done, and they put it ¿at something else.¿ the patient reported that they still had a little bit of discomfort there; it was too much and they brought it down some, but they didn¿t remember how much. They stated that they didn¿t bother with it too much because if they went up it was uncomfortable. It was noted that they didn¿t have too much longer on the battery, and they thought having the stimulator replaced with a new one would probably be the best thing for them to do, and not give up on it. They mentioned that they had an appointment scheduled with the healthcare provider this month, (B)(6) 2017. They also stated that they didn¿t want to turn it off because ¿what if it¿s helping, even if it¿s just a little.¿ no further patient complications are anticipated or expected as a result of this event. Additional information was received on (B)(6) 2017. Consumer reported they felt it in the rectum and it was not painful nor uncomfortable. The pressure from the front of the patient's vagina to their rectum was considered in the range of what is "normal" for their therapy. Patient was advised to lower their device if they discomfort. It was reported that per the surgeon for this patient specifically, the surgeon stated that the reduction in leaks were resulting in fewer infections. I.e. No more wet pads were causing her to have fewer infections. No further information was reported. Additional information was received on (B)(6) 2017. It was reported that the battery was almost done, and the patient had been told that ¿sometimes when the ins is at the end, you might get some strong pains/shocks;¿ the patient stated that they thought they experienced that this morning, (B)(6) 2017, in their lower back. It was also stated that they weren¿t sure if the pain in their lower back was from the device or arthritis. The patient stated that they were advised to turn the ins off, so they were assisted with turning it off; prior to that the device had been on, on program 4 at 3.9. It was noted that the patient had an appointment scheduled for (B)(6) 2017 to have the device replaced. No further patient complications are anticipated or expected as a result of this event. Additional information was received from the healthcare provider on (B)(6) 2017. They stated that the patient had infections prior to ever getting the device and they have records of the patient having infections since 2010. The healthcare provider stated that they do not think the infections are related to the device or therapy or caused by the device or therapy and that if anything, they have gotten better since the patient was implanted. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported patient was calling because patient applied for a supplemental insurance and insurance inquired about surgeries patient has had. Patient stated that's when patient thought about ins surgery. Patient stated she had turned the device off for several months because the device wasn't working very much for symptoms. Patient stated bladder infections were less than prior to implant but patient's leaking was heavy, not completely, but less. Patient stated patient went a whole year without getting a bladder infection. Patient inquired if patient could leave the device in patient's body if ins was not being used or if patient should/could have the device removed. Patient was transferred to the hcp to discuss leaving ins in or having ins removed.